Event description:
The suspect meter exhibited variation in test results when compared with the lab. Te following results were reported. Inratio, 2.7; lab, 2.6. Technical support to follow up with customer to have product returned for further evaluation.